Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 7fr ik sheath was returned to terumo medical corporation for assessment. The sample was subject to visual analysis. The sheath is separated 2cm from the sheath hub. The sheath at the separation is stretched, frayed and torn. The complaint can be confirmed for sheath separation. The exact root cause cannot be determined. The likely root cause is the sheath was attempted to be withdrawn in the face of resistance from plaque or spasm. Additionally, the dilator was not reinserted during withdraw. Reinserting the dilator would have provided rigidity when attempting to remove the sheath. Also, the sheath is torn which could be the result of using a sharp object during withdraw. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the 7 fr pinnacle sheath came apart on the sheath pull, leaving 20cm in femoral vein. The patient had to have a cutdown of the femoral vein to remove the sheath. The estimated blood loss was less than 250cc. Additional information was received on 05jul2024: the procedure was a supraventricular tachycardia (svt) ablation. The tech stated she did feel a little resistance. The dilator was not inserted during removal. The patient was stable. The agilis sheaths were not inserted in 7fr pinnacle.